Event description:
The event is reported as: the endotracheal tube warmed within the pt's mouth and kinked; causing occlusion of the airway. The endotracheal tube was replaced after deliberation. No report of pt injury.

Manufacturer narrative:
It is uncertain if the device sample is available for evaluation.